Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin was not functioning or delivering insulin correctly. The customer stated that while rewinding the insulin pump there was a noise and the device was stuck. Then the customer suspended/resumed and the device started functioning. The blood glucose reading was 72mg/dl. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found auto off alarm. Assisted the caller to run the self test and passed. The customer stated that the drive support cap was recessed. The caller also mentioned having low blood glucose because she was not eating and running a lot of errands. No further information was provided.